Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that there was no speaker sound at start up test. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.